Event description:
On (B)(6) 2022 information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was that the caller expressed dissatisfaction with the recharging process. The caller indicates that recharging takes too long, up to an hour and the way they have to sit or stand makes their back hurt. The caller also reported seeing a 4101 code yesterday. The caller stated that they also have pain over the device that hurts any time something presses against it. It has been since implant, but they have just gotten used to it over time. The caller indicates that they are traveling to germany and they don't want to bring the recharger with and they are going to speak to the doctor about having it removed. Caller indicated that they neglected to charge it once for 2-3 weeks and went without therapy and had no issues. The caller asked about cost for removal. Redirected to hcp. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 additional information was received from the patient. They reported that they had their device removed because of their frustration with the recharging process.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.